Event description:
The customer reported that patient results had been mis-associated with the incorrect patient when using the vitros 5,1 fs chemistry system. The assay and results affected were not provided to ocd. Mis-associated patient results may lead to inappropriate physician action. The mis-associated results were not reported from the laboratory and there was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that results were mss-associated with the incorrect patient sample ID due to a manual programming error by the operator. The root cause of this event was determined to be user error. There is no evidence the vitros 5,1 fs analyzer had malfunctioned.